Event description:
Boston scientific became aware of events involving axios stents and electrocautery enhanced delivery systems through the article "predictive factors for early mortality after eus-guided gastroenterostomy in malignant gastric outlet obstruction" by hyuk lee et al per the article, between october 2017 and october 2022, a study of patients suffering from malignant gastric outlet obstruction (mgoo) who undergone endoscopic ultrasound-guided gastroenterostomy (eus-ge) with axios stents was made. The following occurred with some of the patients in the study: stent misdeployment, perforation, additional duodenal stenting and other reinterventions due to obstruction, minor bleeding and pancreatitis. Please see the reference article for full details. Note: it was reported that the axios stents were implanted to treat a gastric outlet obstruction. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be placed for the treatment of gastric outlet obstruction.

Manufacturer narrative:
Block b3: the exact date of the event was not reported. The estimated event date used is 10/01/2017 since the study patients were drafted between october 2017 and october 2022. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, were unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: hyuk lee et al. "Predictive factors for early mortality after eus-guided gastroenterostomy in malignant gastric outlet obstruction" on behalf of endosc int open 2025; 13: a24749802., https://doi.org/10.1055/a-2474-9802 block h6: imdrf device code a1502 captures the reportable event of stent misdeployment. Imdrf device code a0106 captures the reportable event of stent obstruction. Imdrf patient code e2114 captures the reportable event of a perforation. Imdrf patient code e1021 captures the reportable event of pancreatitis. Imdrf impact code f2202 captures the reportable event of reinterventions. Imdrf impact code f2301 captures the reportable event of another stent was used to complete the procedure.